Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Customer's blood glucose level was not reported. They were unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons did not respond due to corroded keypad traces. Insulin pump passed idle current test. Unable to perform run current test, self test, off no power test and displacement test due to button keypad anomaly. Unable to verify battery power loss alarm due to button keypad anomaly. No moisture damage on electronics and motor noted.